Event description:
Unsuccessful attempt by nurse to remove hemovac drain right leg. Physician attempted to remove drain and when he pulled on drain the drain fractured, leaving a portion of the drain inside the wound.